Manufacturer narrative:
Buxton k, difazio r, morgan a, mccabe m, forbes pw. Intrathecal baclofen therapy prior to spinal fusion for patients with gross motor function classification system IV-v cerebral palsy. Orthop nurs. 2018;37(2):136-143.doi: 10.1097/nor.0000000000000434. Please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Continuation of medical devices: product ID neu_unknown_cath, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: this study sought to compare postoperative recovery following spinal fusion in patients using itb therapy with those with no itb therapy. Reported events: one patient with an itb pump experienced withdrawal related to catheter disruption and returned to the operating room for repair.